Event description:
It was further reported that, following angiography, the 6f sheath was exchanged for a 7f sheath. A 7f ar1 guiding catheter was introduced and advanced to the ascending aorta. A .014" hi-torque floppy wisdom guidewire was advanced across the lesion into the distal anterior descending coronary artery and a 4.0 short magic wallstent was advanced and deployed with excellent reconstitution of the graft demonstrated on post-deployment films. The guidewire was withdrawn and advanced across the lesion into the sub-branches of the obtuse marginal coronary artery and a 3.5 short magic wallstent was delivered and deployed at the target site with excellent reconstitution of the graft demonstrated by post-deployment films. Same case as manufacturer's report #6000089-2004-00771.

Event description:
Following a successful coronary stenting treatment procedure, the pt has experienced a hypersensitivity reaction. Their symptoms include an itching, burning skin rash which pt states "has been destroying my normal lifestyle." The pt states that they have visited 5 different dermatologists and used 22 prescribed medications without obtaining any relief and continues to search for a remedy for their symptoms. Additional info has been requested regarding this event.